Manufacturer narrative:
(B)(4) upon completion of the investigation, a follow up report will be filed.

Event description:
The patient has a valve that was implanted by the surgeon. The device is draining to much her ventricle. They made 3 adjustments to decrease the ventricular flow and the valve continued with the same programming when it was implanted. The patient has three years and six months and presented hydrocephalus when she was a newborn. The patient did not present any symptoms. However, she is almost without her ventricle due to the drainage.

Manufacturer narrative:
It was initially reported that the device would be returned. However, no response was made to multiple attempts to obtain the sample. Without a sample or lot number information, it is not possible to evaluate the device or review manufacturing records. If the device and/or lot information is provided at a later date, the complaint will be reopened and a follow-up report will be submitted. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed. Device not returned.